Manufacturer narrative:
Lens work order search. Results:a visual inspection of the returned lens shows the optic has three tears in it. There was clear surgical residue on the lens. A lens work order search was performed for similar complaints within the work order search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined.

Event description:
The reporter stated that the surgeon had implanted a 20.5 diopter three piece collamer lens model cq2015 into the patient's eye in 2006 and explanted the lens approx 4 months later due to the lens had decentered and was slightly tilted on post-operarive week #1. It was reported that there was no patient injury. This is the first of two incidents for this patient. See manufacturer report number 2023826-2006-01417 for the second incident. Another model lens was implanted.